Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after numerous repositionings of the lead and greater than 20 extend/retracts, the physician noticed that the retraction of the helix became increasingly difficult. The lead was not implanted. A new lead was opened and successfully implanted. No patient complications have been reported as a result of this event.